Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not beep during the fill tubing process. The customer reported that the device once beeped properly, but no longer did. Blood glucose level at the time of the incident was not provided. The customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.